Event description:
The user facility reported that the guiding sheath became stuck, then "broke" during withdrawal from the pt after an interventional procedure to treat stenosis of the right brachio-cephalic artery. The reported stated during f/u communication that: the device became "stuck" during withdrawal; continued attempts to remove the device caused the hub to detach, the sheath wall to separate and then the inner wire to become "uncoiled"; the entire sheath was removed from the pt; the physician noted the artery had been damaged; the artery was surgically repaired; the procedure was completed successfully; and the pt condition is reported to be "fine".

Manufacturer narrative:
The event description indicates damage to the pt's vessel. Conclusions is based upon user facility info & returned sample eval, is based upon reserve sample eval. The failure investigation was based on assessment of user facility info, the returned sample, and rep retained samples. Visual examination of the return sample confirmed the reported separation of the plastic sheathing, in addition to stretching of the material. Inspection and testing of the retained samples found no defects or anomalies and prod performance specs were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has been reported previously. While the cause of the reported events cannot be definitively determined, the event description and returned sample appearance are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. There is no indication that the reported events were related to a pre-existing device defect or malfunction. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and f/u.